Manufacturer narrative:
Investigation found the device executed an 0x6a alarm, indicating an occlusion during runtime (threshold exceeded, not at end of bolus). No timeouts or drive stalls were observed in the download data, and no damages or defects were found during the investigation that would have caused the hazard alarm or a struggle to deliver insulin. The device was found able to deliver insulin; however, the source of the hazard alarm could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 492 mg/dl while wearing the pod between 24 and 36 hours. Patient reported that bg levels continued to climb despite administering a lunch bolus; there was also slight pain at the infusion site. When removed from the site (abdomen), the pod's cannula was found bent. As treatment, a manual bolus of insulin was delivered and patient drank water after the event. The patient's blood glucose history is as follows: time: 11:00am, bg(mg/dl): 404; 2:00pm, 492; 4:30pm, 129 (following manual bolus delivery).